Manufacturer narrative:
Concomitant medical product: product ID: 3387s-40, lot# va1kvl1, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2014, product type extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 22-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient reported paresthesia coming on and off and feeling like the device was turning on and off. They were also feeling like their tremors were coming and going. The patient had recently fallen off their tractor and went to the ER. Impedance measurements had been taken in multiple positions and all impedances came back normal. The patient was asked to move around and describe when they felt the sensations. Electrode 3 was avoided, and then they were asked to do the same thing. Once electrode 3 was avoided they no longer had the sensations. A follow up was scheduled in november. The issue was resolved at the time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient fell off their tractor and the rep didn't know the size of the tractor. The tingling was not determined. They did not know if any actions would be taken to resolve electro 3 at the appointment in november. The appointment was made to see how the patient was doing from their knowledge. There were no further complications reported.